Event description:
It was reported that during a sigmoid colon resection procedure staples were still in the device when it was pulled out of the patient. The surgeon added a couple of stitches to the anastomosis. There was no patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.